Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient received a blood patch due to a leakage of cerebrospinal fluid. The blood patch was unresponsive, so the physician decided to remove the leads. The patient recovered without sequelae and was later successfully implanted with a surgical lead.